Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had revision surgery. It was noted that a stabilizing nail is used with bone cement, the synream 2.5 guide and antibiotic, since, due to the infection, osteosynthesis with the material could not be performed. The patient outcome was unknown. No additional information was provided. This complaint involves two (2) devices. This report is for (1) unk - screws: nail locking. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - biomaterial - cement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.